Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, two (2) devices had a hole in the tubing and blood leaked from the device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, two (2) devices had a hole in the tubing and blood leaked from the device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples were subjected to a visual inspection for holes in the tubing. All the samples passed testing as there was no evidence of tubing damage or holes in the tubing. In addition, the 30 retain samples were subjected to a functional test to assess holes in the tubing and leakage. All samples passed the testing exhibiting no evidence of defects, holes in the tubing, or points of leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged/hole in product component. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.